Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: product quality issue "faulty medical device". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("undiagnosed problems") and emotional distress ("misery"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, adverse event and emotional distress outcome was unknown. The reporter considered adverse event, emotional distress and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or other is not possible. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: product quality issue "faulty medical device". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), adverse event ("undiagnosed problems") and emotional distress ("misery"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, adverse event and emotional distress outcome was unknown. The reporter considered adverse event, emotional distress and medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 6-sep-2018: social media communication email : information such as source document and reference section transferred from deletion case (B)(4). New events product quality issue, emotional distress and product quality issue added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.